Manufacturer narrative:
(B)(4). The event of atrial fibrillation, bradycardia, tachycardia and subsequent tia and stroke are assessed as not related to the device or therapy. The ablation procedures and subsequent pacemaker insertion related to the patient condition of atrial fibrillation, which continued even after the interstim device was reportedly removed.

Event description:
It was reported that the patient had an implantable neurostimulator (ins) for 3.5 years, the device worked very well, the patient was catheter-dependent, and she didn¿t have to be catheter-dependent while having the device. The ins had broken and she thought maybe she sat on it and broke the top plastic piece of the ins. The top plastic part where the leads attached to the ins had broken off. Then the leads migrated and she was getting shocks from the device. The patient felt after having the ins implanted and the leads migrating, it caused her to have neurological issues with her heart. It caused her to have atrial fibrillation and not long after that, she had a transient ischemic attack. In 2007, she had a massive stroke. The migrated leads stimulated the wrong nerves, now her heart couldn¿t beat correctly, and it was misfiring. The patient was hypertensive at 26, and when the device was put in she wasn¿t having heart trouble at all. The ins was put in and taken out and the patient¿s heart became reliant on stimulation. The stimulation was going to her spine and brain and her heart got arrhythmia when it was taken out. The device was removed, they were trying to control the arrhythmia, and she was getting tachycardia and bradycardia. The patient went to a clinic, they did some ablations, and they fixed it. It was an electrophysiological condition of the heart usually caused by nerve damage. The patient now had a pacemaker. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #3004209178-2015-04281 and # 6000032-2015-00046 for information regarding issues the patient experienced with her previous devices.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0455110v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: extension. Product ID: 3031a, serial# ngm014449p, product type: programmer, patient. (B)(4).